Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007 and that a subsequent revision procedure was performed on (B)(6) 2009. The reason for the revision was not provided; however, the report indicates that the patient alleges injury. No further information has been provided to date. This report is based on allegations made by patient; allegations are currently unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations made by patient; allegations are currently unverified. This report is number 13 of 15 mdrs filed for the same event (reference 1825034-2011-00984 / 00998).